Manufacturer narrative:
Confirmed customer¿s complaint of ¿stated that the pump shut down while in use¿ tested device by running protocol with basic set up. Device failed at start up with an error alarm of keep plugged into ac, service battery/replace pump. Review of device alarm log history found error codes n58, n252 present. Device was received for repair with a depleted battery. Replaced battery, pressed battery change softkey. Device no longer alarms with error message. Device passed self-test with no error alarms. Probable cause is depleted battery. The device did not unexpectedly shut down. An alarm was present to alert the clinician of a depleted battery.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 device shut down while in use with a patient. There was no patient harm reported.